Event description:
Per the clinic, the patient experienced an infection at implant site post implantation surgery in 2024 (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.